Event description:
It was reported that after a workshop training the drill broke and a part of the drill remained in the attachment. As this was a training workshop there was no adverse consequences or patient involvement, no delay, and no medical intervention reported.

Manufacturer narrative:
The complaint was not confirmed for the attachment containing any drill components by the technician and the diagnostic engineer. Functional evaluation and disassembly found the device components conforming. No components were identified that may have contributed to the event. Since this product is not a repairable item, it was disposed of by the manufacturer facility and not returned to the healthcare facility.

Event description:
It was reported that after a procedure at the user facility the drill broke and a part of the drill remained in the attachment. No adverse consequences or impact to patient, no delay, and no medical intervention reported.

Manufacturer narrative:
Product is not being returned to stryker for evaluation, therefor no evaluation is able to be performed on this handpiece.

Event description:
It was reported that after a workshop training the drill broke and a part of the drill remained in the attachment. As this was a training workshop there was no adverse consequences or patient involvement, no delay, and no medical intervention reported.

Event description:
It was reported that after a procedure at the user facility, the drill broke and a part of the drill remained in the attachment. No adverse consequences or impact to patient, no delay, and no medical intervention reported.